Event description:
The account stated the bed wouldn't work correctly. The symptoms are erratic movement and ground loss.

Manufacturer narrative:
The bed was thoroughly checked for correct grounding and signal loss and determined that the high voltage board was bad. The technician replaced the high voltage board to repair the bed.